Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was not receiving full stimulation coverage. The sjm rep met with the pt for reprogramming and was able to provide stimulation coverage to the lower area in his pain pattern. The pt felt the issue was unresolved. It was reported the pt wanted peripheral relief. F/u found the pt had gone to a different physician and was to receive a pain pump at a later date.